Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse reviewed the 5c abnormal control results and discovered that there were differential vote outs and differential mis-cuts between the lymphocyte and neutrophil populations on the histograms. The fse reviewed the differential results and noted very poor differential plot with almost all the cells down at the bottom left of the graph. The fse adjusted the differential pump to resolve the issues. (B)(4).

Event description:
The customer reported obtaining differential vote outs (non-numeric results), high lymphocyte, and low neutrophil results for the 5c abnormal ii control from the coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The diff pak reagent lot number 110887k was used in conjunction with the coulter hmx hematology analyzer with autoloader during the event.